Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient specific solutions reported receiving an implant request for a custom/ customized ulnar for a patient with a broken implant per surgeon request. Revision has not taken place.

Manufacturer narrative:
Date of implant. An event regarding crack/fracture involving a custom ulna was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned for evaluation. Clinician review: not performed as no medical records were available for review. Device history review: not performed as the lot code was not provided. Complaint history review: not performed as the lot code was not provided. Conclusions: it was reported that the patient had a broken implant. The event could not be confirmed nor the root cause be determined as insufficient information was received. Further information such as patient demographics, revision operative reports, serial x-rays, lab and progress notes, and examination of explanted components are need to further evaluate. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient specific solutions reported receiving an implant request for a custom/ customized ulnar for a patient with a broken implant per surgeon request. Revision has not taken place.